Event description:
The customer states that a pt sample generated discrepant results for bhcg concentration. An initial test was performed using the architect bhcg assay obtaining a result of 35 miu/ml. The sample was repeated using an alternate method (rapid test) obtaining a negative result. The sample was then repeated using the architect bhcg assay obtaining a result of 1.0 miu/ml result. The rapid test was also repeated, yielding a negative result. There was no impact to pt management reported due to this issue.

Manufacturer narrative:
Investigation summary: the customer states the system generated discrepant results with the architect bhcg (ln 7k78) for one pt sample. The complaint indicates that a bhcg pt sample was collected in a gel tube. The field svc specialist checked the speed of the centrifuge, which was acceptable. The text also indicates they have experienced aspiration errors in the past but no occurrences were noted on the day of this incident. The customer support specialist advised the customer to replace all probes on the instrument then perform a precision study. The complaint text indicates the customer was to stop using this system as they were installing an architect i4000 system, so troubleshooting was not completed. A review of complaints logged against equipment subtype and ln 7k59 and ln 7k78 was performed over the time period 10/01/2007 through 05/19/2008. The review did not find that the complaints identified a deficiency of the product or that the product was performing outside its intended use. Review of the architect total bhcg package insert indicates that adequate labeling is provided related to the customer's observation. Refer to the following sections: limitations of the procedure for diagnostic purposes, hcg results should always be used in conjunction with other data; e.g., pt's medical history, symptoms, results of other tests, clinical impressions. The results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. If the hcg level is inconsistent with, or unsupported by, clinical evidence, results should be confirmed by an alternate hcg method. This may include the qualitative testing of urine. The absence of urinary hcg may suggest a falsely elevated serum result. Results may also be confirmed by performing serial dilutions of the sample. Usually, but not always, samples that contain interfering substances exhibit nonlinear results when diluted. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Section 10 troubleshooting and diagnostics, observed problems erratic assay results (I system) provides several possible probable causes as well as resolution for the customer's observation, which include the probe tip is bent or damaged and the sample contains fibrin clots or particulate matter. Conclusion: the device involved in the incident was evaluated and analysis of labeling was performed. The device was found to be performing out of specification due to component/subassembly issues. The customer was advised to replace all probes on the analyzer and perform precision testing. The customer declined to further troubleshoot the issue stating that they have stopped using the i2000 analyzer and have installed an i4000 analyzer resolving the issue. The exact cause of the malfunction was not identified. No impact to pt management was reported due to this issue. This is the final report. End of report.